Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of clavicle crush and oversensing noise were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found clavicle crush damage that breached all cable lumens distal to the suture sleeve tie impressions. The etfe cable coating was found to be abraded, and the ptfe liner of the inner coil was found to be damaged exposing the inner coil all due to clavicle crush forces. The cause of oversensing noise was due to the exposure of the inner coil and ring electrode cable conductor at the clavicle crush zone.

Event description:
Additional information was received indicating subclavian crush was suspected as the cause of the noise resulting in oversensing.